Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that there was no low alert on the mobile app and an adverse event. The patient¿s mother reported that neither the she nor the patient¿s father received low alerts for their son on the follow app and he had a seizure. They received multiple high alerts in the 24 hours prior to the event and had received low alerts in the past. The parents both use an (B)(6) and the patient uses an (B)(6). They do not use a receiver. The mother does not know if the patient received a low alert prior to the seizure or if he noticed symptoms of low glucose, stating that he often sleeps through the alert. The mother had given the patient novolog insulin, stating it was less than his prescribed dose, and then received no alert when his glucose dropped to 70 mg/dl or to 55 mg/dl. She stated that upon later review of his graph she noted his glucose had dropped to the 40s mg/dl. At the time of the event the mother heard the patient call to his brother to tell the mother that his glucose was going low, so she ran to get a (B)(6) and when she got to the patient about 30 seconds later, he was experiencing a grand mal seizure. She cradled his head which was jerking extensively, but he had hit the bed and the nightstand, and had bitten his lip and tongue and there was blood on the carpet. She gave him glucagon and at the time of the call he was doing okay, awake but not feeling well. He was in a post-ictal state and unable to do his normal activities, with headache, nausea that was improving, and muscle soreness. During troubleshooting with the mother, the technical support representative indicated to her that the mother and father¿s (B)(6) phones had auto-updated to (B)(6) which is currently not compatible with g6. Further contact was made with the patient¿s mother on spoke with the mother again on (B)(6) 2019. She stated that during further troubleshooting with technical support she thinks the lack of alarms may have been because her son's glucose level was dropping very rapidly and the continuous glucose monitor (cgm) could not keep up with the rapid change in values. She stated he is currently stable and has not had any further hypoglycemic events. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.